Manufacturer narrative:
The initial reporter facility name provided is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have had a few issues with some of the arctic gel pads recently. One of the issues was that the adhesive has been peeling off when you remove the protective film during pad application. The other issue was that the pads were causing an air leak and low water flow rate. There¿s been at least 4 sets of pads that they aware of with these issues.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and air leak issue is solved. Sample was not available for evaluation. Pfmea ra7600780, revision 22, was performed for this investigation. The reported event is addressed in step/item #(B)(4) with potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". Based on this review the risk is within the expected range. Baw7667062 revision 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached to the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation no additional actions are required at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have had a few issues with some of the arctic gel pads recently. One of the issues was that the adhesive has been peeling off when you remove the protective film during pad application. The other issue was that the pads were causing an air leak and low water flow rate. There¿s been at least 4 sets of pads that they aware of with these issues. Per additional information received via mail on 08jul2025, it was reported that no physical sample is available. Lots ngkqo136 & ngkp4208 were reported. The air leak problem was discovered after the pads were placed on the patient. After troubleshooting the pads/connections, they replaced the pads, and the air leak was resolved. There was no patient harm reported.